Event description:
Per the clinic, the patient experienced an infection around abutment site (specific date not reported) and subsequently was treated with one week of topical antibiotic cream followed by one week course of oral antibiotics (specific date not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on may 04, 2022.